Event description:
It was reported that while using the bd instrument max clinical false negative results were obtained by the laboratory personnel. The customer stated results were reported out and there was likely a slight delay in treatment, but there was no further report of patient impact. Assays used: bd max enteric viral panel. The following information was provided by the initial reporter: adenovirus has twice showed negative result compared to other bd max instrument (ct1108).

Manufacturer narrative:
H6: investigation summary: the complaint of "false negative" results was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported receiving negative results on evp positive control for adenovirus. Field service was dispatched. Field service cleaned both heater mux, replaced pump #4, performed normalization. Run was repeated but lane a12 failed for adv. Field service then replaced the reader and normalized the reader. Instrument passed evp control and returned to the customer functional. The complaint is confirmed. Root cause cannot be determined with the information provided. No parts were returned to bd for investigation. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false negative results were obtained by the laboratory personnel. The customer stated results were reported out and there was likely a slight delay in treatment, but there was no further report of patient impact. Assays used: bd max enteric viral panel. The following information was provided by the initial reporter: "adenovirus has twice showed negative result compared to other bd max instrument ((B)(4))."